Event description:
It was reported to medtronic neurosurgery that the device tubing became spontaneously disconnected at the bonding site. The report states that it is not known when the disconnection occurred. According to the report, the patient experienced a severe headache due to over-drainage of csf when the event occurred. The report states that following the event, the patient was able to be discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.